Event description:
It was reported that the patient developed chest pain. An x-ray revealed that the right ventricular (rv) lead had migrated from its original position and appeared to have perforated the endocardium. The lead also had high capture thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)